Event description:
It was reported that during a breast biopsy using an eviva system on(B)(6) 2026 that the "needle passed initial test but failed suction and to fully open aperture during biopsy." Additional information was obtained from the customer, in which it was reported that the "patient was not harmed by the needle itself, however, the patient ended up with [a] rib fracture possibly due to lying prone for an extended period of time. Additional x-ray images [were] done to confirm [the] fracture." It was further reported by the customer that the patient procedure was aborted, and another biopsy attempt will be made upon healing of the fracture.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications